Event description:
It was reported to philips that the test does not work on pallets. Device was in clinical use at time of event. However, no patient harm reported.there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the test does not work on pallets. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the test does not work on pallets. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available.